Event description:
This report covers three separate incidents that occurred within twenty four hours. All three incidents involved the suspect device, which, the pt used to perform blood glucose tests. #1 - upon awaking the suspect device result was 89mg/dl. The pt ate breakfast and took 3 units of humalog insulin at 7:24 am. At 8:00 am pt passed out. An ambulance was called and upon arrival used their own meter to check their blood glucose. The result was 24mg/dl. Pt was given a glucose IV until their blood glucose rose to 150mg/dl. #2 - in the evening on the same day, the suspect device result was 589mg/dl. Pt called their dr and was instructed to take 16 units of humalog and retest at 2 am. They only injected 10 units. They did not wake up at 2 am. Their roommate found pt comatose. An ambulance was called and came and used the suspect device to check their blood glucose. The result was 60mg/dl. Pt was then given glucose gel. #3 - in the morning at 6:00am, the suspect device result was in the 400's mg/dl. Pt took an extra 7 units of humalog. At 12:00 pm they felt disoriented, sleepy and sweaty. Pt was taken by ambulance to the hosp. At the hosp, their blood glucose was in the 60's mg/dl on a hospital meter. Pt did not report treatment from the hosp.